Manufacturer narrative:
Date of event estimated based on publication date. Initial reporter facility name: (B)(6). Hiraya, daigo, et.al., "life-threatening perforation of the left main coronary artery by a rotablator burr delivered on a broken rotawire," doi:10.1093/eurheartj/ehaa249, online publish-ahead-of-print 15 april 2020. European heart journal, volume 41, issue 27, 14 july 2020, page 2600.

Event description:
It was reported via journal article that vessel perforation occurred. The patient had a stenotic lesion with severe calcification in the proximal and mid left anterior descending artery (lad). A 7-fr amplatz left catheter was inserted, rotational atherectomy was performed using a 1.25-mm burr to mid lad. At the time of its removal, the burr in the dynaglide mode slightly stuck to the left main coronary artery (lmca). For additional atherectomy to the proximal lad,1.5-mm burr was delivered in dynaglide mode. The burr shot out of the lmca wall, and blow-out perforation occurred. A perfusion balloon was immediately delivered, this catheter also went through the lmca. It was realized that the rotawire was probably broken at the time of burr removal. Another wire passed into the lad. The bleeding stopped by using a perfusion balloon and performed pericardial drainage. However, because the patient developed pulseless electrical activity, the percutaneous cardiopulmonary support (pcps) system was inserted. Another 7-fr catheter was inserted through the right superficial femoral artery. A non-boston scientific stent was deployed into the lmca with the double guide-catheter technique, and successfully stopped bleeding with thrombolysis in myocardial infarction (timi)-3 flow of the lad. Two days later, the pcps was removed, and the patient fully recovered without neurological disturbance.